Event description:
Caller reported a malfunction on the pump. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump, and the caller expressed interest in obtaining an out-of-warranty loaner pump.